Event description:
The dentist reported that this abutment screw fractured six months after placement.

Manufacturer narrative:
Upon visual inspection, it was found that the locator abutment had fractured at approximately the 1st thread. The rounded portion that retains the overdenture, is in new condition. The review of the device history record did not provide any information to suggest a nonconformance with the component that would contribute to the reported event. The component was returned to the manufacturer zest for investigation. Zest quality department reviewed the component and found a fracture of the screw threads during use. The remainder of the threaded portion was found to be in specification with no material defect noted. Investigation review did not identify information suggesting the product contributed to the event. (B)(4)